Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approximately 2.28/million sets.

Event description:
Possible overdelivery reported. The pump was set to infuse meperidine 10mg/ml in the pca mode, pca dose of 25mg with a 15 min pt lockout and a 200mg 4 hr limit. A new 300mg (30ml) vial was started at 11:25am. At that time, the display indicated a total delivered amount of 201.4mg. At 3:40pm, the device alarmed for an empty syringe and the display indicated a total delivered amount of 331.0mg. The vial was empty, so the total amount delivered should have showed approx 501.4mg. The pt did not have any signs or symptoms of oversedation, he was awake and alert with stable vital signs. The pump was switched out and meperidine therapy continued. Biomedical engineer reports possible tampering involved, but this is not known for sure. No add'l info was available.